Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to the l602 inductor on the bedside pca being knocked off of the pca. The root cause for the damaged l602 inductor was physical abuse. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery.